Manufacturer narrative:
(B)(4). A flexiva 365 laser fiber was returned in one continuous piece. The returned piece measured approximately 277.8 cm from the top of the connector to the tip which includes the complete distal tip. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 365 laser fiber was used during a ureteroscopy, laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a holmium console. According to the complainant, during the procedure, it was noted that there was no laser energy coming out from the laser fiber. The procedure was completed with another flexiva 365 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the sma connector.